Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No data regarding product identity was received, no lot or serial number was indicated for the event; therefore, the device history record (DHR) could not be reviewed. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implant that erosion had occurred. In a follow up, the surgeon reported the shunt "never placed into the anterior chamber"; the bleb never formed and the shunt eroded through the scleral flap and conjunctiva. The shunt started to irritate the patient and was removed; the symptoms have resolved.